Manufacturer narrative:
(B)(4). The customer reported that there was an incident where a pt died while being monitored on a telemetry device. It was reported that the staff had ignored the battery low inop for the telemetry monitoring device. The customer reported that the cause of the pt death was a procedural problem with the caregiving staff and that there was no allegation that the philips device caused or contributed to the pt death. Further investigation will be done to verify the initial reported event as described by the customer. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was an incident where a pt died while being monitored on a telemetry device.